Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was pre-dilated, unk type and size balloon. The physician attempted to place a taxus express2 2.75x32mm drug eluting stent to the 90% stenosed lesion located in the calcified, tortuous, proximal left circumflex (lcx) artery, but was unable to cross the lesion. The lesion was then dilated with a quantum maverick 3.5 x 8mm balloon, but the taxus stent was still unable to cross and a dissection occurred. Three taxus stents were placed to treat the dissection, a 2.5 x 8mm, 2.5 x 24mm and a 3.0 x 16mm. No patient complications were reported. The patient was taking panadine at the time of this event.

Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.